Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 09/05/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy and abdominal sacral colpopexy, sigmoid rectopexy, enterocele repair and excision of vaginal mass due to genuine sui, anterior vaginal prolapsed and uterine prolapsed, menorrhagia and dysmenorrhea. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, fistulae, and dyspareunia. It was reported that patient underwent exploratory laparotomy with trachelectomy, removal of cervix, vaginal vault cuff abscess with removal of top of vaginal cuff, vaginal vault mesh that was attached to sacrum, anterior-posterior walls of the vagina was removed, vault suspension using uterosacrals and round ligaments on (B)(6) 2012. It was reported that patient underwent mesh removal on (B)(6) 2012 due to vaginal vault perforation and vaginal cuff abscess involving mesh from prior surgery. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 12/28/2016.